Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited oversensing. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing. This device remains in service. No adverse patient effects were reported. Additional information was received that this patient followed up with a health care professional (hcp) and the patient was stable. The hcp recommended continuous follow-up to resolve. This device remains in service. No adverse patient effects were reported.